Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge door kept failing and nursing staff had to repeatedly recover the door to access medications. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed. A field service engineer (fse) verified the customer issue via remote manager, which was found to be failing intermittently. The wiring, harness, and latch were replaced. The customer was able to successfully recover operation. The fse then logged into the hardware test application to verify proper system functionality. The system functioned as intended after the field service engineer repaired the device.